Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. The customer did not confirmed the affected lot number 23075107 or 23095124. A device history record review for material# 10012241-0500 and lot# 23075107 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jul2023 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 10012241-0500 and lot# 23095124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2023 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris texium closed male luer had connection issues. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that the chemo leaking at green luer connection during infusion, did not improve with tightening connections, stopped leaking when replaced luer, no reported visible issue noted.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. The customer did not confirmed the affected lot number 23075107 or 23095124. A device history record review for material# 10012241-0500 and lot# 23075107 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 10012241-0500 and lot# 23095124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.